Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5145643]. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle did not retract and it leaked. The following was recieved fromthe intiial reporter: customer reported after inserting the angiocath, I pressed the white button on the angiocath, but it did not retract the needle from the vein causing the valve to remain open, allowing a small amount of blood to spill onto the blanket and floor. I had to completely remove the angiocath, bandage the site, and restart with a new angiocath on a different location on the patient.